Event description:
Pt with 45% tbsa flame burns was admitted 4/29/97 and was surgicaly treated 5/1/97 and dermagraft-tc (dgtc) was applied over several anatomic regions. On 5/7/97 purulent drainage was noted under dgtc on left flank. Culture of the affected region was positive for pseudomonas aeruginosa; blood culture same date was negative. On 5/9/97, dgtc at the affected site was removed, and the site autografted with no sequelae. Dgtc over other regions of the pt's body remained unaffected and covered the wounds for 21 days successfully. Dgtc is not implicated as source of the local infection, and infections are common complications of burns.